Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified ostium of the left common carotid artery. As the 7.0 x 18 mm herculink elite was being deployed the edge of the guiding catheter hit the stent and moved it forward as the stent was undersized for the artery. To complete the procedure, a balloon catheter was used for post deployment to appose the stent against the vessel wall. The target lesion was not treated. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device coding: incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the herculink elite renal and biliary stent system instructions for use states: the rx herculink elite renal stent system is indicated for use in patients with atherosclerotic disease of the renal arteries following sub-optimal percutaneous transluminal renal angioplasty (ptra) of a de novo or restenotic atherosclerotic vessel. Based on the reviewed information, no product deficiency was identified.